Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of the twist clamp on a minicap extended life pd transfer set. This issue occurred during an unspecified step of peritoneal dialysis therapy. As a result, on the day following the event, the patient¿s transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a mini cap on the dark blue connector and the twist clamp was in closed position. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during the assembly process. The insert chip dislodged during disconnection of the transfer set. There was evidence of solvent on the threads inside the barrel of the light blue main body. The silicone tubing was stuck together between the occlude feet of the light blue main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.